Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient experienced a loss of therapeutic effect with symptoms of increased pain and spasms. The catheter was found to have migrated. On (B)(6) 2012, the patient was taken to surgery and the catheter was spliced. The severity of the event was noted as "mild." The patient recovered with sequela of uncontrolled nausea on (B)(6) 2012. The device system was delivering dilaudid and baclofen.